Manufacturer narrative:
(B)(4)

Event description:
Procedure type: gynecology. According to the reporter: the cannula tip broke and fell into the pt's cavity. The piece was recovered and removed. Delay in operating room was reported 1 hr to locate the broken piece. No pt injury was reported.